Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that they heard a "beeping" from the cardiac resynchronization therapy defibrillator (crt-d) and that it had been "going off" for the past three to four days. It was noted that the alert was for abnormal impedance on the left ventricular (lv) lead; lv4 vector. The patient was also experiencing diaphragmatic stimulation. The lv lead was reprogrammed, remains in use and the patient will be monitored. No further patient complications have been reported as a result of this event.